Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the locking screw did not lock. So, the screw was exchanged with other lot one and reinserted but it did not lock, either."

Manufacturer narrative:
Correction: refer to d10/h3 device availability. The reported event that a plate was alleged of 'implant - assembling / disassembling impaired' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
As reported: "the locking screw did not lock. So, the screw was exchanged with other lot one and reinserted but it did not lock, either."